Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and installed a new air hose tee assembly and replaced the humidifier bracket. The fsr also performed circuit calibration and performance checkout. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that patient circuit problem occurred during use on a patient on the 3100 a ventilator. At this time, there is no information regarding patient harm associated with the reported event.